Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to trunnionosis.

Manufacturer narrative:
An event regarding revision due to wear involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned; medical records received and evaluation: no medical records were received for review with a clinical consultant; device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies; complaint history review: there has been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip was revised due to trunnionosis.